Event description:
In a literature article a surgeon reported a pt who was diagnosed with delayed-onset endophthalmitis secondary to bacillus sp. In his left eye three years following glaucoma filtration surgery. The pt presented with pain, redness, decreased vision, 3+ conjunctival injection, edema and a hazy cornea. The anterior chamber was formed and had 2-mm hypopyon and moderate fibrin. Fibrin on the intraocular lens and vitreous cells obscured visualization of the retina. Following diagnosis of endophthalmitis associated with the shunt the pt underwent a vitreous tap followed by intravitreal injections. Following treatment, pain decreased and the fibrin on his intraocular lens started contracting with resolution of hypopyon. At the 1-month follow-up visit, visual acuity was 3/200 with resolution of fibrin and hypopyon in the anterior chamber. It was noted that the poor vision was due to near total cupping of the optic nerve head. The pt refused surgery to revise or remove the shunt. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. No root cause could be determined. Attempts have been made to obtain additional information. Ahmed, y., pathengay, a., flynn, h.f., ison, r. (2012). Delayed-onset endophthalmitis associated with ex-press mini glaucoma shunt. Ophthalmic surgery, lasers & imaging, 43, 62-63. (B)(4).